Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency, urge incontinence and fecal incontinence. It was noted that the patient's trial started on (B)(6) 2025 it was reported that there was no communication between the controller and the ens. The known troubleshooting to do with this issue is to remove and replace batteries. This was performed and system error message did not reappear. It was reported that the issue was resolved. Additional information was received from the manufacturer representative (rep). This was a basic evaluation trial. The cause was not determined but was believed to be related to the handset. They will return the handset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.